Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an angiojet zelantedvt catheter. The device arrived stuck on a guidewire. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. The device showed no signs of damage, however, observation of the device revealed some foreign material on the tip. To further investigate, the tip was dissected and the foreign material was found to be inside the dedicated guidewire lumen as well. An ftir investigation of the material was performed and showed the primary contents to most likely be gelatin foam and wool. A sheath insertion test was performed and confirmed the device inability to pass through the guidewire, with the tip being unable to pass through the catheter.

Event description:
Reportable based on device analysis completed on 01-september-2021. It was reported that the device would not enter sheath occurred. An angiojet zelantedvt catheter was used for thrombectomy procedure. However, during the insertion of device, the device would not enter the sheath when loaded on the guidewire. The procedure was completed. No patient complications were reported. However, returned device analysis revealed a foreign material on the tip.